Manufacturer narrative:
Concomitant medical products: 5076-52 lead, implanted: (B)(6) 2006.

Event description:
It was reported that after the patient received several shocks for vf (ventricular fibrillation) therapy, the device was checked and low r-wave measurements were seen. Lead impedances and thresholds were stable. The device remains in use. No patient complications have been reported as a result of this event.